Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator failed to power on at initial startup. The device's error logs were not obtained. Additional findings not related to the issue was the real time clock was offset.